Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. It was indicated that the patient was taking medication containing hydroxyurea, which is off-label usage of the device. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 100 mg/dl points. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.